Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician placed the needle to access the artery. When the physician attempted to put the micro puncture wire into the needle, the wire would not advance and met resistance. The physician attempted to pull back the wire and resistance was felt as well. Both the wire and the needle were withdrawn, and a new device was opened and used to complete the procedure. The device was returned, and an examination revealed that the distal weld connection had separated from the mandril wire, causing elongation and complete separation of a coil segment. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.